Event description:
Event description cpi received information that due to failure to capture, on 06/13/97 an invasive procedure was performed and the bipolar porous tip endocardial lead (4260), as well as the bipolar positive fixation lead (4266) were removed from service and capped. They were replaced with a bipolar steroid eluting lead (4285). On 06/14/97 they believed the lead had dislodged because of intermittant capture. They performed an invasive procedure to reposition the lead, but at that time the physician elected to remove the (4285) and replace it with an active fixation lead.